Event description:
It was reported that there was air in the tubing of a homechoice cassette. This was identified during the initial drain of automated peritoneal dialysis (pd) therapy. The home patient (hp) was connected at the time of the event. During troubleshooting, it was reported that the hp saw three inches of air in the patient line. Renal therapy services (rts) explained that is necessary to end the therapy session since there is air in the line. Rts discussed continuous ambulatory peritoneal dialysis with the hp. Rts advised the hp to contact their pd registered nurse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states. Baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.